Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cut on the cable and a crack on the connector unit, which resulted in a failed leak lest. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted and no problems were found. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction. Manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head cable exhibited a cut in the cable, a crack on the connector unit and failed a leak test. There were no reports of patient involvement.